Event description:
The facilities maintenance indicated that the hi/low function is drifting.

Manufacturer narrative:
The facilities maintenance found the hi/low drive was defective. Maintenance rebuilt the hi/low drive screw to repair the bed.